Event description:
Physician reported in 2007, on 30-day follow up form, pt implant four months later. Three days later, pt had shortness of breath and hypotension. Pt died the following day, physician indicates pneumonia and sepsis, not related to device or implant procedure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device was discarded by the hospital. As indicated by the physician, no device failure.